Event description:
The customer reported that no reactivity was observed with two homozygous jka positive cells and a patient sample previously confirmed to have an anti-jka. It was confirmed that the patient was not transfused based on the negative panel cells (antibody already on file). No incorrect or erroneous results have been reported as a result of this concern. All listed ocd products have been confirmed to have normal appearance and has been stored according to the package insert indications.

Manufacturer narrative:
Retained testing, batch record review, and a complaint by lot review were performed. All results were satisfactory. (B)(4).